Manufacturer narrative:
Physio further evaluated the customer's device and replaced the system pcb assembly. After replacing the system pcb assembly proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause for the reported issue was due to diode, designator cr15. Cr15 is electrically shorted and was measuring zero resistance.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. There was no patient use associated with the reported event.